Manufacturer narrative:
H:6 conclusion code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of an 55mm thoracic aortic aneurysm. It was reported that the landing on the distal side was about 16 mm which was outside the instruction for use (IFU), but implantation was performed according to the physician's instruction. It was reported that a type ib endoleak was observed and non-mdt stent graft was implanted as treatment. The type ib endoleak remained however the patient was unwilling to have additional treatment in the future and the procedure was completed without further action. As per the physician, cause of the event was patient anatomy. As the landing on the distal side was only 16mm and there was a tapered shape there was insufficient landing on the distal side. It was reported that two weeks later, the patient experienced an aneurysm rupture with a cardiac arrest. Cardiopulmonary bypass was performed, an endurant iliac extension (etew2828c82ej) was then implanted in order to block the ruptured part, but there was no improvement from the cardiac arrest and the patient expired. It was reported that the rupture occurred at a site different from the site where the original device was implanted, and it was assessed that the rupture was due to changes in the pressure of the true lumen and false lumen. No additional clinical sequelae were provided and the patient is expired.